Event description:
Customer reported that a pt returned two weeks following an unspecified hernia repair and was returned to surgery. The surgeon reports that the mesh was split/torn down the middle. The mesh was explanted and replaced.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be draw at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.